Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinician had a question on why the last arrhythmia episode recorded by the device indicated "suspended", when the device was not in a mode switch upon interrogation. The device remains in use. No patient complications have been reported as a result of this event.